Manufacturer narrative:
Additional information was received from the vendor analysis. The reported issue described has been verified and isolated to a faulty mainboard. The faulted mainboard has been replaced followed by "extended pyramid volume re-characterization". The unit has passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that the optical camera would not turn on. The procedure was completed by using navigation following changing to the emitter. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When the psu was connected to a known good system the psu would not power up. The lemo connection on the back of the psu felt very loose. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that the optical camera would not turn on. The procedure was completed by using navigation following changing to the emitter. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that the optical camera would not turn on. The procedure was completed by using navigation following changing to the emitter. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the camera was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that the optical camera would not turn on. The procedure was completed by using navigation following changing to the emitter. There was no delay to the procedure. No impact on patient outcome.